Event description:
It was reported that post op an adjustable gastric band procedure, the patient went to the physcian for the third fill. Under fluoroscopy, the port was noted to be disconnected from the tubing. A port revision is scheduled for (B)(6), 2009. Patient is fine at this time.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the contact.information is unavailable; device was not returned for evaluation.device remains implanted.